Event description:
The customer stated that his meter was reading too high. He performed control tests and received a reading of 173 mg/dl. A normal control range was not provided for the customer's test strips, but it should be between 95 and 133 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.